Event description:
It was reported via e-mail that the customer's insulin pump was malfunctioning to the point that the customer was taken to the emergency room with seizures twice this week. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.